Event description:
During a routine device exchange, the header broke off the main body of the device. The device was successfully explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of header detached from the main body was confirmed. The device was received from the field with the header damaged and detached from the body of the device due to excessive force by the user. Visual inspection of the header and body of the device noticed markings consistent with grabbing tool used to extract the device during the explant procedure. The header detachment anomaly is related to the user¿s use of tool to extract the device during the explant procedure. The device was received with no telemetry caused by battery being at end of service level, after exceeding projected longevity. Longevity assessment was performed, and the device exceeded projected longevity and it is considered normal battery depletion.